Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a variation in pace impedance measurements was noted when it comes to this right atrial (ra) lead and device at a follow up. Noise and oversensing were also seen on the electrocardiogram. The device was reprogrammed, and the patient was going to be followed up, with a lead extraction possible at the time of the device change out. No adverse patient effects were reported. Additional information received noted that a lead extraction procedure took place and a new lead was implanted. The device was also explanted. The products will not be returned. New products were implanted successfully.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry.

Event description:
It was reported that a variation in pace impedance measurements was noted when it comes to this right atrial (ra) lead and device at a follow up. Noise and oversensing were also seen on the electrocardiogram. The device was reprogrammed, and the patient was going to be followed up, with a lead extraction possible at the time of the device change out. No adverse patient effects were reported. Additional information received noted that a lead extraction procedure took place and a new lead was implanted. The device was also explanted. The lead was returned for analysis. New products were implanted successfully.